Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: there was one unexplained pump reboot event observed in the black box. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. No damage was found to the returned battery cap. The battery cap was able to attach to the pump and complete a 24 hour duration test with no power interruptions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.